Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The j4 connector was repaired during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a filament regulator failure error message and the filament voltage and charger failed. No pt injury was reported.